Manufacturer narrative:
A medical oversight review was held in which the complaint information, investigation and post-operative x-rays were reviewed. The medical reviewer identified that the implant had expanded to the cortical wall of the bone and that there was not any implant leakage present. The medical reviewer also noted that a tumor was present in the bone void area which pushed the device to the side of the humerus which was viable in the x-ray. The medical reviewer also observed that there was a gap due to the tumor in humerus which could potentially cause stability and rotational issues and also a potential for implant bending. The pressure on the tumor could also cause swelling and pain in the triceps area. No additional information was available at the time of this report.

Event description:
An 82-year-old female patient experienced swelling and pain in triceps post op illuminoss implantation. A 22/13x240mm was implanted in a pathologic humerus on (B)(6) 2024.